Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the distal part of the stent was found to be flared. The procedure was completed with another 2.50 x 24 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.